Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd), performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band but it was noticed that the bands were overlapping each other. Therefore, the bands would not deploy. The device was removed from the patient with no visible damage to the device. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd), performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band but it was noticed that the bands were overlapping each other. Therefore, the bands would not deploy. The device was removed from the patient with no visible damage to the device. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that all 7 bands remained partially deployed on the ligator head. Three of the bands were broken but still attached. The teeth of the ligator showed severe damage. Once the teeth become deformed, it is possible for the knot to be pulled from the ligator without deploying the band. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)